Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the replacement of the patient programmer resolved the issue of therapy not being off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4), product type: programmer patient. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient turned the ins off the night prior and went to turn it back on in the morning but could not as they got the "006: stuck key at start up" error code and could not clear the screen. Replacing the batteries did not resolve the issue. With the new batteries the patient could not power on the patient programmer (pp). The batteries that the patient used had been in a (B)(6) bag so the caller had the patient put in brand new batteries and made sure they were in the correct way and the patient was still unable to power on the pp. The caller was not with the patient to do troubleshooting. A replacement patient programmer was sent. The patient wanted it overnighted to him because he was still turned off and could not turn it on due to the pp not working. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Analysis of the patient programmer (B)(4) revealed the telemetry board was corroded. If information is provided in the future, a supplemental report will be issued.